Manufacturer narrative:
This was an unspecified tubing issue. The as-received set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the as-received set sample observed that the male luer tip was broken off. The broken off tip was not received for evaluation further visual inspection under magnification of the male luer observed no markings around or obvious damages or issues. The root cause was unable to be identified.

Event description:
It was reported that the hospital's supply chain department received the tubing without a note or information of the issue that had occurred. The additional patient outcome and event information that was requested is "unknown", according to the customer.